Event description:
It was reported that the patient implanted with this implantable cardioverter defibrillator (ICD) experienced pain in the device implant location. Surgical intervention was undertaken. The device was successfully repositioned in the pocket and the procedure was completed. No additional adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted.